Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. Visual inspection reported defects to the outer case. The functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship with the reported event. The root cause was determined as a failed vacuum motor. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device can not generate and control negative pressure due to motor defective fails the calibration procedure. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.